Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7011031. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7597623. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7597623.

Event description:
It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken wherein the system was explanted without complication. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Abbott received a report indicating that a patient underwent an explant of their cervical drg system. During the procedure, one of the leads was found to be fractured. As a result, the patient was referred to a neurosurgeon for a full system explant. The investigation results are inconclusive, as the device was not returned for evaluation. Based on the available information, a definitive root cause for the issue could not be determined

Event description:
Additional details indicate that during the explant procedure, the physician identified a fracture in one of the leads.